Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left femoral artery. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior tibial artery. After a non-bsc guide wire crossed the lesion, a 1.5mmx20mmx142cm coyote es balloon catheter was advanced for dilatation. However, on the first inflation at 6 atmospheres for 5 seconds, a contrast agent leakage was noted on the angiogram. The device was completely removed from the patient. The physician checked the device and confirmed that the balloon ruptured longitudinally. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of coyote es balloon catheter. The inner shaft was buckled 10cm proximal of the proximal weld. The inner shaft within the balloon was also buckled. The balloon was loosely folded. Magnified inspection of the balloon did not reveal any damage or irregularities. Magnified inspection did not reveal any damage or irregularities to the proximal bond. Magnified inspection did not reveal any damage or irregularities to the markerbands. The device was inflated to its rated burst pressure (rbp) for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left femoral artery. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior tibial artery. After a non-bsc guide wire crossed the lesion, a 1.5mmx20mmx142cm coyote¿ es balloon catheter was advanced for dilatation. However, on the first inflation at 6 atmospheres for 5 seconds, a contrast agent leakage was noted on the angiogram. The device was completely removed from the patient. The physician checked the device and confirmed that the balloon ruptured longitudinally. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.